Event description:
It is reported that the pt underwent a hip arthroplasty on (B)(6) 2008. Post op, he experienced pain due to possible acetabular loosening. Status of revision is unk.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Reporter alleged the patient received a result of 247 mg/dl on the inform system compared back to back with a result of 101 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strips were gone, so no product will be returned for evaluation.